Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their clinic¿s cycler after ending a practice pd treatment. There were no alarms or warnings prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to re-setup cycler and call for live troubleshooting for further issues. Upon follow up, the pdrn confirmed that there was no patient involvement. As there was no patient, the pdrn confirmed that there was no one that could develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the clinic for continued use.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their clinic¿s cycler after ending a practice pd treatment. There were no alarms or warnings prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to re-setup cycler and call for live troubleshooting for further issues. Upon follow up, the pdrn confirmed that there was no patient involvement. As there was no patient, the pdrn confirmed that there was no one that could develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler remains with the clinic for continued use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.